Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 23, 2007. The unit has been requested for evaluation. Should the sample become available for evaluation, a follow up report will be submitted upon completion of testing.

Event description:
Facility office nurse phoned to report during patient use with normal saline, lidocaine and sodium bicarb the stopcock leaked at the seam. There was no patient injury of medical intervention. Sample discarded, companion sample available for testing.